Event description:
Boston scientific received information that this pacemaker was exhibiting noise, oversensing, and pacing inhibition on the right ventricular (rv) channel. The patient's rv lead was a competitor's product. The duration of pacing inhibition was unknown. It was reported that the patient was lightheaded and symptomatic at times. The daily impedances have fluctuated between 1,500 ohms to 1,950 ohms along with a fluctuation in pacing thresholds from 1.1 volts to 2.0 volts. It was alleged that the competitor's lead was fractured. The patient was pacemaker dependent due to an av node ablation. Isometrics were performed and noise was seen on the rv electrogram; however was not oversensed. The rv sensitivity was changed to 5 millivolts and no further pacing inhibition was exhibited. The physician planned to revised the lead in the near future. Ts reviewed data disk and suspects either myopotentials or compromised lead integrity due to the noise being able to be reproduced. Subsequently, this patient underwent a revision procedure and the competitor's lead was explanted and replaced. There were no obvious damage observed or noted. No further complications were reported. This pacemaker remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.